Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c barrel was cracked. The following information was provided by the initial reporter: "a number of the syringes have cracks in the barrel. They have been used for preparation of chemotherapy items and the drug has leaked from the syringe." Reporter information: reporter¿s name (first and last name): (B)(6). Reporter¿s email contact: (B)(6). Reporter¿s telephone contact: (B)(6). Facility name (where the incident occurred): (B)(6). Facility address (street, city, province, postal code): (B)(6). Product details product name: 5ml bd plastipak¿ syringes with luer-lok¿ tip. Material/catalog number: 309649. Lot number(s): 3116122. Event description date of incident (mm/dd/yyyy): 19/03/2024. Date bd notified, if applicable (mm/dd/yyyy): 28/03/2024. Name of bd associate informed, if applicable (first and last name): description of event (give specific and objective details of event): a number of the syringes have cracks in the barrel. They have been used for preparation of chemotherapy items and the drug has leaked from the syringe. Sample availability (yes/no including pick up detail information): no, however, photographs are available, attached. Was there any alleged injury or harm to user or patient? (Give detailed information) no.

Manufacturer narrative:
Additional information: device manufacture date: 04/26/2023. Summary: three photos of 5ml eurographics syringes (p/n - 309649) were received and evaluated. All three photos each show one loose syringe with an unknown red cap attached and filled with fluid with a crack in the barrel extending about an inch. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the barrel cracked defect is associated with the assembly process.

Event description:
Could you please confirm if the event with a leakage occurred in a safe environment e.g. In isolator, laminar flow hood? One syringe had leaked slightly in the tray it was passed out in after preparation in the isolator. Any impact on the user/hcp - no impact on the user.